Event description:
It was reported that the patient experienced inadequate stimulation and wanted to have a spinal cord stimulation (scs) system explant. The physician noted that the patient has been very non-compliant regarding programming to optimize his therapy. The physician also stated that there were no device issues. The patient underwent a revision procedure to explant the entire scs system. The patient was recovering as expected. The explanted devices were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: (B)(4). Product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: (B)(4).